Event description:
The device was used during a gastrectomy procedure. Reportedly, there was staples missing. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.